Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Furthermore, review of the log file provided by the account confirmed transient elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log file contained data from 19:30:54 on (B)(6) 2020 through 12:01:30 on (B)(6) 2020, per the timestamps. Transient elevations in pump power and estimated flow were captured throughout the file with power and flow ranging from 6.5-7.8 watts and 7.1-11.0 lpm, respectively. These elevations did not appear to be associated with pi events. Despite the observed events, the pump appeared to function as intended. Multiple attempts were made to obtain the pump¿s serial number; however, no further information was provided by the account. The patient remains ongoing on ventricular assist device (vad) support. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 1 of the IFU also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient stabilized.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated flows and powers, which was confirmed by a review of the patient's log file from technical services. The patient had a stable mean arterial pressure, but had a drop in hemoglobin. The patient reported fatigue and intermittent dizziness. The cause of the drop in hemoglobin was a probable gastrointestinal (gi) bleed. The cause in the elevated flows and powers were not identified. The patient had an endoscopy to stop any gi bleeding. The patient was under observation to see if the patient's hemoglobin stabilized after the gi procedure.